Event description:
It was reported that during patient care, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. The platform was a "stop-and-go" throughout the arrest. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/23/2014 for investigation. Investigation results as follows: visual inspection was performed and the following was observed: the top cover and front enclosure were cracked. The reset switch cable and bottom enclosure were also found to be damaged. From the condition of the returned unit, the damages appeared to be due to normal wear and tear. The reported user advisory (ua) 7 fault (discrepancy between load 1 and load 2 too large) was observed during power on of the platform. Further inspection of the device determined that the cause of the ua 7 fault was a defective load cell module. No faults were found to have occurred on the reported event date of (B)(6) 2014. The archive did however show the reported ua 7 fault occurring on multiple dates, with the latest occurring on (B)(6) 2014. Based on the investigation, the part(s) identified for replacement were the top cover, front enclosure, bottom enclosure, reset switch cable, and the defective load cell module. In summary, the reported complaint was confirmed during archive review and functional testing. The ua 7 fault was attributed to a defective load cell module. Following replacement of the damaged parts including the defective load cell, the device passed all testing criteria.